Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hole in cannula with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot # 5251487 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Due to method of creating the cannulae, it is possible that the section was not welded.

Event description:
It was reported that there seemed to be a hole in the middle of the cannula of bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle, so blood leaked from the cannula during blood draw. No blood exposure to mucous membrane. No injury or medical intervention.